Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-apr-2020. This spontaneous case was reported by a health professional and describes the occurrence of back pain ('back pain') and bone giant cell tumour ('giant cell tumours') in a (B)(6) old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no past medical history nor usual treatment. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced back pain (seriousness criterion medically significant), arthropathy ("joint problems"), pain in extremity ("pain in finger") and osteoarthritis ("a bit like osteoarthritis"). In 2017, the patient experienced arthralgia ("knee joint pain") and bone pain ("tibial joint pain"). In (B)(6) 2019, the patient was found to have bone giant cell tumour (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced procedural complication ("post-operative complications"). The patient was treated with surgery (operated in (B)(6) 2019). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, bone giant cell tumour, arthropathy, pain in extremity, osteoarthritis, arthralgia, bone pain and procedural complication outcome was unknown. The reporter provided no causality assessment for arthralgia, arthropathy, back pain, bone giant cell tumour, bone pain, osteoarthritis, pain in extremity and procedural complication with essure. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy in (B)(6) 2019: giant cell tumours. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. The most recent information was received on 04-may-2020. This spontaneous case was reported by a health professional and describes the occurrence of back pain ('back pain') and bone giant cell tumour ('giant cell tumours') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: no past medical history nor usual treatment. In 2015, the patient experienced back pain (seriousness criterion medically significant), arthropathy ("joint problems"), pain in extremity ("pain in finger") and osteoarthritis ("a bit like osteoarthritis"). In (B)(6) 2015, the patient had essure inserted. In 2017, the patient experienced arthralgia ("knee joint pain") and bone pain ("tibial joint pain"). In (B)(6) 2019, the patient was found to have bone giant cell tumour (seriousness criterion medically significant). In (B)(6) 2019, the patient experienced post procedural complication ("post-operative complications"). The patient was treated with surgery (operated in (B)(6)2019). Essure treatment was ongoing at the time of the report. At the time of the report, the back pain, bone giant cell tumour, arthropathy, pain in extremity, osteoarthritis, arthralgia, bone pain and post procedural complication outcome was unknown. The reporter provided no causality assessment for arthralgia, arthropathy, back pain, bone giant cell tumour, bone pain, osteoarthritis, pain in extremity and post procedural complication with essure. The reporter commented: since insertion in 2015, she has reported joint problems with pain in her fingers, a bit like osteoarthritis, and back pain. In 2017, knee/tibial pain (joint), nothing was detected. Biopsy in (B)(6) 2019 diagnosis of tumour operated in (B)(6) 2019 with post-operative complications. Diagnostic results (normal ranges are provided in parenthesis if available): biopsy - in (B)(6) 2019: giant cell tumours. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.